Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was also observed on the right atrial (ra) lead. The ra lead is not a boston scientific product. The lead pace impedances were also noted to be trending down at the same time with the ra lead exhibiting a low out of range pace impedance measurement less than 200 ohms. The rv and ra leads were subsequently explanted and replaced the following day. As part of the documentation for the lead explant procedure, the rv lead was also noted to have exhibited high pacing thresholds, low amplitude and poor morphology. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).